Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - do you have any photos available for visual analysis? - could you kindly provide the lot number, please? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a robot assisted procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported by a sales rep that, during a robot assisted surgery, the other side of the sterile packaging was originally opened. Another device was used to complete the case. No device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.